Manufacturer narrative:
As part of a remedial activity, lumenis conducted a retrospective review of all its safety complaint files from january 2015 to july 2017. An investigation of the reported event found that the surgeon received a burn of unspecified severity to the hand following a fiber break during a procedure. The report also states that a second fiber was employed by the physician in order to complete the procedure. No report of patient harm was received. The subject device was returned to the manufacturing site for testing and examination. A review of the subject device device history record (DHR) confirmed that the fiber met all test specifications without deviation per the DHR during the manufacturing process lumenis contacted the foreign distributor for follow up information regarding the severity of the burn, and how the burn was treated, but no follow up information had been provided. A visual inspection of the returned subject device by lumenis technical specialist concluded the probable root cause for the reported event to be improper handling of the fiber without patient contact either during the clinical procedure or unpacking/preparation in contradiction to the dfu. Lumenis confirmed with the foreign distributor that customers purchasing subject device fibers are trained to refrain from bending the fiber during preparation and use. The initial report materiovigilance no. (B)(4) stated the physician sustained a small burn to the hand. Despite reasonable attempts by the french distributor (edap) no further information regarding a serious injury to the physician was received from the initial reporter. No report of medical intervention to prevent permanent impairment was received from the initial reporter. Although the severity of the burn could not be determined, in an abundance of caution lumenis is reporting this as an adverse event.

Event description:
A foreign user facility reported that during a procedure in which a lumenis slimline sis 200¿ ez laser fiber was deployed, the subject fiber broke resulting in a burn to the physician's hand. No report of serious injury was received. No report of injury to the patient being treated was received from the initial reporter. No report of medical intervention to preclude permanent impairment was received from the initial reporter.